Event description:
On (B)(6) 2011, the pt was implanted with gore excluder aaa endoprostheses to treat an aortic abdominal aneurysm. It was reported that on (B)(6) 2013, a re-intervention was performed to repair a type I endoleak associated with a contralateral leg component. The physician reportedly felt the type I endoleak was caused by disease progression. An additional device was implanted for a 2 cm distal extension, landing before the internal iliac artery, to repair the endoleak. Final angiography showed resolution of the type I endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.